Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was over 300 mg/dl and insulin via an insulin pen was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy.